Event description:
It was reported that a malfunction alarm occurred with code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.